Event description:
It was reported that the table on the 2600 system will not boot up. The case was moved to another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board was replaced during the service call. The system was tested and found to be working as intended, and put back into service.